Event description:
The product was used during a thoracoscopic procedure. Reportedly, the instrument broke and a component disengaged into the pt's cavity. The surgeon was able to retrieve the component without any pt injury.